Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 440 mg/dl. The customer alleged that the pump was not delivering insulin properly. The customer confirmed no alerts or alarms occurred indicating pump stopped insulin; however customer maintained that the pump was not functioning properly. Reportedly, the customer continued to use the pump for insulin therapy.